Manufacturer narrative:
The device was received for evaluation. During visual inspection, a crack on the arterial connector was identified. The crack was approximately 19 mm in length and was running in a longitudinal direction. The crack was observed to start from the connector borderline to the grip. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with a gamcath catheter, a crack with air intake was found during the test for aspiration. The catheter was changed. It was reported the event occurred ¿during the 2nd session¿, the same catheter was used two days prior to this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.